Event description:
It was reported that the camera head is broken. The event occurred during reprocessing. Ther was no report of any patient harm or involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.